Manufacturer narrative:
The device was explanted but was disposed at the hospital. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that the permanent system was explanted two weeks after implant due to (B)(6) infection. The patient was discharged following hospitalization and IV antibiotic therapy.